Manufacturer narrative:
One medfusion pump was received with the top case chipped on the right corner and a cracked right plunger case. The event history log was reviewed and there was a check syringe plunger sensor message. The plunger head movement was tested and the reported issue was able to be duplicated. There was contamination around the plunger flippers. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The left plunger case was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's syringe plunger flippers stick up. There was no reported adverse event.